Event description:
It was reported that the patient had blisters at the site of pocket incision. During pocket revision, more blisters were seen. The system was explanted. The patient was in stable condition.